Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance (dc-dc code 7 limit), indicating possible device malfunction. The reporter stated that the pt's voice still changes with stimulation and their seizure rate is unchanged. Approx 3 months ago, device diagnostic testing was within normal limits, indicating that the device was functioning properly at that time. X-rays were reviewed and no breaks or connection anomalies were observed. Further follow-up revealed that the pt underwent lead replacement surgery. The new bipolar lead was connected to the existing generator.